Event description:
It was reported that after tha on the right the patient is noted with hip dislocation at arrival to recovery room. No further details provided. Subject was discharged home with 2 crutches.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, in conclusion: based on the information provided, the root cause of the dislocation could not be definitively concluded, although inadequate hip precautions immediately post-op could not be ruled out as a potential contributing factor to the reported event, as the hip remained stable for years post-reduction. The patient impact beyond the reported interventions to reduce the hip could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.